Event description:
A remstar auto a-flex device was returned to the service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no initial alleged complaint found. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit. Additionally, during the evaluation of the device the service technician found cigarette smoke, dust contamination, and found error codes e-7: err_software , e-53: err_comp_log_sem_timeout and 66. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.